Manufacturer narrative:
A visual inspection was performed on the returned guide wire and the reported break was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the review of similar incident(s) there is no indication of a lot specific product quality issue. There was no damage noted to the guide wire during the inspection prior to use which suggests a product quality issue with respect to manufacture, design or labeling did not contribute to the reported difficulties. The investigation determined the reported break appears to be related to operational circumstances of the procedure. Based on the reported information, it is likely that manipulation and/or torqueing of the guide wire during the procedure caused the tip/shaping ribbon to kink and break. The corkscrewed appearance on the shaping ribbon is consistent with twisting of the wire during the procedure. The coils likely became stretched during retraction causing the appearance of separated coils. There is no indication of a product quality issue with respect to manufacture, design or labeling.na.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that this was a procedure to treat a lesion in the anterior descending artery with moderate calcification and mild tortuosity. A 190 cm ht balance middleweight universal guide wire (gw) was advanced to the target lesion. However, when the gw was removed from the patient, the gw tip was observed to be broken. The tip coils were separated but held together by the core. The procedure was successfully completed with a new gw. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.